Manufacturer narrative:
Investigation completed on a smiths ambulatory infusion pumps/cadd solis vip pumps 2120. The complaint of downstream occlusion test failed with no alarm was not validated during testing. The device had scratches on the screen and lcd. During functional testing the device alarmed dso at high pressure . The event log revealed alarm of downstream occlusion high alarm two times. Preventative action was taken to replace the downstream occlusion sensor no fault found on complaint. Device passed all testing after maintenance.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps 2120.

Event description:
Information was received that cadd solis vip pump's downstream occlusion failed and that the pump wont alarm. The pump failed during normal pump testing.